Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a substance at the base of the luer lock on the cartridge tubing that resembled a "glob of glue" and was tacky to touch. Reportedly, this occurred with multiple cartridges. When the customer attached the infusion set tubing to the luer lock, reportedly, the tubing would not fill when primed with insulin. There was no impact to the customer's blood glucose level. The supplies were changed successfully loaded after each event and insulin delivery was resumed.